Event description:
Device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during a procedure with a pt that had a jaw deformity, the driver idled. The doctor attached the 6mm drill to the handle and tried to drill the bone. When the doctor touched the tip of the drill to the bone and operated the drill; the drill idled and the doctor could not drill. After temporarily detaching the drill from the bone, the drill revolved without trouble. The doctor then tried to drill again but the drill did not revolve when the tip of the drill was loaded. The doctor detached the shaft of the angle-driver for the driver from the other handle and replaced the shaft for the driver with the shaft for the drill. When the tip of the driver is loaded, the driver idled. There was no reported issue with the shafts. Reportedly the clutch of the handles broke. This is 1 of 2 reports.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The mfg records were reviewed and no complaint related issues were found.